Event description:
Customer contacted technical service (ts) in response to magellan's field action 1218996-01/28/2026-0001c and at the time reported patient elevated blood lead test results with leadcare ii that had not been confirmed by confirmatory testing. Ts requested kit lot number, elevated result data, and confirmatory test results; the customer declined to provide this information. Ts advised customer to adherence to cdc recommendations for capillary blood led testing and the instructions for use (IFU). The customer stated familiarity with cdc guidelines and declined additional resources. The customer indicated capillary sample collection was not performed using microtainer tubes. Quality control (qc) results were reported as within range. Elevated results were described as infrequent. The customer declined further follow-up.